Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to implant, the device that was intended to be implanted indicated a low telemetry battery voltage. The physician didn¿t understand this issue and implanted a different vendor¿s device. There was no patient involvement.